Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed. An image associated with this event was submitted for review which showed a black sureform 45 reload with the blade exposed towards the distal end. This indicates that the firing force likely exceeded the threshold and the system halted the firing for safety. In the case of a partial fire, the vision side cart will display a message indicating that the blade of the reload may be exposed and to use caution when handling.

Event description:
It was reported that during a da vinci-assisted procedure, the nurse cut her hand on an exposed blade of a black reload. It is known what intervention(s) were needed for the nurse's injury.